Event description:
It was reported that patient experienced persistent driveline power fault alarms. A self-test was performed and the alarms immediately returned. The alarms started around 10am. Log files captured driveline power faults starting on (B)(6) 2026 at 08:38 and continued for the remainder of the log. Submitted photos showed some debris/corrosion. Although it was unable to capture a picture of the pump side connector, it had similar appearance. A system controller exchange was performed along with the modular cable on (B)(6) 2026 and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The reported debris/corrosion could not be confirmed as no photos of the pump-side connector were provided. The controller event log file contained events from 05jan2026 to 14jan2026, per the timestamps. Driveline power fault alarm became active on 14jan2026 at 08:38:37 and persisted for the remainder of the log file, approximately 4 hours. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. These sections also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.